Event description:
It was reported that the iab was inserted in the pt prior to cardiac surgery. A few days after surgery, the balloon on the iab ruptured. The iab was removed without any complications.